Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances and the ipg was inoperable. It is unknown if the ipg depleted prematurely. Surgical intervention took place wherein the ipg and lead were explanted and replaced. Effective stimulation was restored.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at end of life and the paddle lead displayed high impedances. The patient underwent a revision where the ipg and paddle lead were replaced. Difficulty was encountered explanting the paddle lead. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.